Manufacturer narrative:
Our quality engineer inspected the photo and sample submitted for evaluation. The reported issue of leakage was not confirmed upon inspection of the sample. Analysis of the sample showed a minor dent on the catheter adapter inner luer. The sample was subjected to a catheter leak test and the sample passed with no leakage observed. No air bubbles were detached at the luer connection area when air was passed through the adapter connected with a luer lock or luer slip connector. The sample was further evaluated by connecting both the luer lock and luer slip syringes and flushing with a colored liquid. No leakage was observed at the catheter adapter¿s luer interface during flushing. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. From the returned sample, a minor dent on the adapter inner luer was observed. The assembly process was reviewed, and the dent was suspected to be caused by misalignment during assembly. However, the sample passed the leakage test, therefore this minor dent is considered a cosmetic defect. It is recommended that the adapter is firmly tightened when connecting it to any compatible connector to avoid leakage.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
After the customer inserted the catheter in the patient's vein, she noticed a leak in the catheter during flushing with a normal saline.